Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation-ring does not work. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair the nav-ring does not work. The bench service engineer (bse) determined a replacement of the nav-ring. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
It was discovered at bench repair the nav-ring does not work. The bench service engineer (bse) determined a replacement of the nav-ring. The bse replaced the nav-ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.